Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2011. According to report, the pt's system could not be accessed to allow for administration of scheduled clinical trial drug dose on (B)(6) 2011. An x-ray examination was performed in response. The x-ray examination showed the locking ring of the device had broken and the catheter portion had moved. The system was surgically explanted. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.